Event description:
It was reported that the patient had pain. He can't walk more than half a block. There is a clicking noise. MRI showed fluid around the joint. A blood clot developed and has reached the lungs; patient is on blood thinners. Dr. Wants to have a revision surgery. Patient wants to know, who will pay for the revision.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.